Manufacturer narrative:
(B)(4). No device analysis performed as the neurostimulator, leads, and extensions meet the risk-based analysis criteria.

Event description:
It was reported that the patient's device system was removed due to infection. The infection-causing organism was not provided. No further details, patient symptoms or outcome were provided at the time of this report. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.